Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Surgeon of the hospital, reported a hyperacute coxalgie, no trauma. Radiologically proven proximal nail breakage in height of the passage of the lag screw and a distal fracture of a locking bolt.

Manufacturer narrative:
Evaluation revealed the broken nail and the broken locking screw to be the primary products. No further associated products were reported. The affected implants were not returned to stryker (B)(4); thus, a physical examination was not possible. A review of the device history records of the trochanteric nail kit revealed no discrepancies. The item was documented faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. A review of the device history records of the reported distal locking screw could not be carried out as the lot code was unknown and not provided. According to the original text from the user report to the ca the following has occurred: on (B)(6) 2016, whilst getting up in the morning [at home], per-acute coxalgie, no trauma. Until this time inconspicuous clinical development. Here [hospital], the proximal nail fracture at the level of the passage of the lag screw and distal fracture of a locking screw was radiographically detected. Additional details as the date of implantation / explantation (revision), bone fracture type, op-reports (initial surgery & revision) with corresponding x-ray documentation (pre-, intra-op, follow-ups), revision implant, add¿l patient data as weight, height, activity level, physical injury and diseases of patient as well as remarkable circumstances e.g. Additional trauma, complicating conditions, possible accidents were repeatedly requested but not provided. Nail breakage in general has been experienced; it does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment requires sufficient bone healing during the implantation period. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The above also applies to the reported locking screw. Due to the missing products it could not be determined in what manner the nail and the screw had broken. As none of the implants was available it could further not be determined, whether the nail had been damaged intra-operatively. Since neither x-ray documentation nor surgery reports were available, a medical review was not possible. It could not be determined, whether the use of the nail had the correct indication nor could be determined if the implants had been placed according to the anatomical requirements. Based on the limited information a deficiency of the nail and locking screw in question was not verified. With the information given an exact root cause could not be determined. The file will be closed formally. In case relevant information resp. The parts become available we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Surgeon of the hospital, reported a hyperacute coxalgie, no trauma. Radiologically proven proximal nail breakage in height of the passage of the lag screw and a distal fracture of a locking bolt.